Manufacturer narrative:
Exemption number e2015058.. The user first installed the pad-pak on the 27th july 2014 and performed self-tests, up to the (B)(6) 2014. Multiple manual power ups, of mainly ten minute durations were recorded in the device memory between the (B)(6) 2014 and the (B)(6) 2016. No further log entries were recorded prior to receipt at heartsine. The returned pad-pak was inserted into the device and the device passed a self-test. The device powered off with a warning memory full prompt and a flashing green status led. A test shock was delivered without fault and an acceptable measurement was recorded. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions. The corrosion on the on button may account for the multiple manual power ups of mainly ten minutes duration recorded in the history log which resulted in the device memory becoming full. The corrosion on the membrane tail would indicate the device had been subject to adverse storage conditions although this could not be confirmed by any other means.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Screeching and prompting memory full.